Manufacturer narrative:
(B)(4); batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided, therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: could you provide the product code, batch / batch number for the device of this claim? Pse45a is the kit stapler code used by the team (brkpw09). Lot was not reported by medical staff and hospital. Were there any other problems observed with the staple line besides bleeding (malformed staples, staples missing from the staple line etc.)? Yes. Malformed staples, requiring manual suture. How was bleeding controlled? Manual suture. How much blood was lost (ml)? They did not say how many ml they lost. Did the patient need a transfusion? No. Was there a consequence of the patient or a change in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) No.

Event description:
It was reported that during a bypass procedure the doctor reported a leak in the gastroenteroanastomosis. The leak was corrected during the surgery. There were no patient consequences.